Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was sounding an audible alert. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) due to high rate non-sustained episodes and oversensing non-physiologic artifact which resulted in the patient receiving an inappropriate therapy. It was confirmed with the allied health professional (ahp) that called into technical services that the patient was in a mitral valve replacement surgery at the time of the therapy. The lead remains in use. No further patient complications have been reported as a result of this event.